Event description:
It was reported that the pt's pump and catheter were explanted and replaced, due to infection at the location of the pump pocket. The pt recovered without sequelae. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, but was not available as of the date of this report.

Event description:
Caller states patient tested 4.9 inr on the coaguchek xs system while a comparison lab returned as 3.59 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Caller did not know which system produced the reported discrepant result. (B)(4).